Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during central processing, the fenestrated bipolar forceps instrument was observed to have a broken conductor wire. There was no report of patient involvement.